Event description:
It was reported that during a laparoscopic bypass, the generator indicated an error code for the device and the device was found to have the active blade broken blade. The procedure was completed with a like device. There was no adverse consequence to the pt.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off but present. The remainder piece of the blade was noted to have scratches and gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may have increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.